Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of product user that during use of the listed device, the patient had to seek medical treatment at an emergency room. Reporter indicated that the patient's issue was resolved. According to the reporter, no additional information is available regarding the event.